Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that no data sent from the transmitter occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of no data sent from the transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).